Event description:
Patient was revised due to loosening of the tibial component at the bone to cement interface. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).